Event description:
It was reported that the patient was getting a ¿call your doctor¿ icon with a code number on the recharger that the patient could not recall. It was noted the patient would go home and report back with the error code. It was noted that the health care professional was not able to connect to the implantable neurostimulator (ins) with the clinician programmer. Troubleshooting was limited due to the lack of the product and/or patient as the patient did not have the recharger with her. It was noted that the patient started having issues about 4 months ago and sometimes she connected right away with the recharger and sometimes she did not. The reporter noted the patient was able to charge 3 days prior to the report and she charged to full. It was noted the stimulation was working because the patient was feeling the stimulation. It was noted the patient had to turn it off to drive home from the health care professional¿s office and prior to turning it off, it was working fine. It was further reported that every now and then, the health care professional came up with a 3 digit code on the recharger. It was noted that the patient was at the health care professional¿s office and they tried to read the implantable neurostimulator and could read it with the 2 ¿controllers¿ they had there. The reporter noted that the patient was home at the time of the report with the recharger on for about 10 minutes and it was working fine. It was noted the issue started ¿maybe about 6 months ago.¿ the reporter noted the patient was not getting codes on the patient programmer. It was further reported that the patient was able to charge the implantable neurostimulator to 3/4 and didn¿t see the ¿call your doctor¿ icon. It was noted that when the patient got the message, she would just stop charging and try again later and it would be ok. The reporter noted that on the day prior to the report, the patient programmer was showing a ¿call your doctor¿ icon with a 574 error message after the patient was finished charging and trying to communicate. It was noted that the patient was feeling stimulation on the day prior to the report up until she tried to communicate with the patient programmer. The reporter noted the recharger was showing the stimulation was on, but the patient could not feel stimulation. It was noted the patient had not had any recent reprogramming and had not changed her settings in about a year. It was noted that the patient didn¿t use the patient programmer often and had not had or been around any MRI¿s, radiation or computerized tomography (CT) scans recently. The reporter noted the patient got her device checked once a month and tried to check her device on the day prior to the report but wasn¿t able to. It was noted the patient tried 2 machines and it ¿didn¿t work.¿ the reporter noted the patient was getting a message they had never seen before. It was noted that the error message the patient was seeing on the recharger was different from the 574 message she was seeing on the patient programmer.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 550-29, lot# n185089, implanted: (B)(6) 2009, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).